Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor for evaluation but have not yet been evaluated. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture dates: monitor sn (B)(4): 07/02/2014, electrode belt sn (B)(4): 09/03/2015.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016 after receiving two defibrillations from the lifevest. The first treatable arrhythmia was detected at 19:42:36. It was reported that the patient pressed the response buttons after this arrhythmia alarm, but the patient then reportedly became too weak to press the response buttons, and asked his wife to press the response buttons for him. However, the patient lost consciousness and the wife reported that she stopped pressing the response buttons once the patient lost consciousness. The first 150j treatment was delivered at 19:49:22 while the patient was in vf. The treatment did not convert the rhythm, so a second 150j treatment shock was delivered at 19:45:45. The post-shock rhythm was vf with non-capturing av pacemaker spikes. A non-treatable rhythm was detected at 19:50:15 and 19:52:29, and the patient was externally defibrillated at 19:53:13. It was reported that the patient's wife had called for ems. The electrode belt was disconnected at 19:59:11 and the patient was taken to the hospital where he passed away while reportedly not wearing the lifevest.